Event description:
It was reported that the patient presented to the hospital prior to a scheduled procedure. Upon interrogation of the pacemaker, right ventricular (rv) lead was found to exhibit noise. The rv lead was capped and replaced on (B)(6) 2023. The patient¿s condition was stable throughout.